Event description:
Additional information received from the manufacturer representative reported that the battery had not been working for some time. It was a normal battery replacement for end of service. It was noted that the lead was still active and not explanted. The new battery was working with no impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative (rep) states the patient actually has two batteries, and she believes the restore that is listed as explanted is incorrect, as the thoracic battery is attached to a surgical lead. Rep states the thoracic battery is dead and has been for a couple of years, and they were notified yesterday or monday of a replacement. Rep states she plans to update mstar. No symptoms were reported.